Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to technical service engineer (tse) to ask for the part number of the energy activation cable due to the erbe not powering on. The customer will use a force triad generator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this was a duplicate, I responded to the more report that had more detail into this. The ports were placed when the issue was first identified. The procedure was completed with third party laparoscopic cautery device.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported problem could not be confirmed using the system error logs. Visual inspection revealed an issue that may be related to the reported event. When tested on the system, the unit failed to power on. The erbe will be sent to the original equipment manufacturer for further investigation. The probable root cause of error m-36 is attributed to installation issues preventing energy activation. The instrument may be installed on the patient side cart arm, but the energy cord may not be properly connected to the instrument and/or generator.

Event description:
Refer to h11 for follow-up information.